Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that boston scientific received a threat of litigation related to this device. The device remains implanted and in service, with an unknown product performance issue. No adverse patient effects were reported.